Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The se performed all the calibrations and the unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator was inoperable condition during set-up. The ventilator was not in use on a patient at the time the event occurred.